Event description:
Same case as MDR ID#2134265-2013-01386. It was reported that during a stenting treatment procedure, patient complications occurred. The patient presented with instent restenosis of a non bsc covered stent. The target lesion was located in the graft of the femoral artery. A 6x80x120 epic vascular stent delivery system (sds) was advanced to the target location and the stent was successfully deployed, however, after deployment it appeared that the sds jumped and the stent was shorter and bunched up. A 6x61x120 epic vascular was placed overlapping the previously implanted epic stent but flow was not adequate. The patient was taken to surgery. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).